Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the setscrew failed while screwing the atrial screw connection. It was also reported that 'the compression pin could not be removed' from the implantable pulse generator (ipg). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.